Event description:
Info received indicates the head of the bed cannot be raised.

Manufacturer narrative:
The tech found the long and short link head sensors were disconnected. He reconnected the sensors to repair the bed.